Manufacturer narrative:
H10: the device used in treatment has not been received for assessment. Without an evaluation we cannot establish a relationship, between the complaints reported and the device. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. Complaint history for the reported failures have been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. The investigation has now been completed with the result recorded insufficient information to determine a root cause. Factors that can cause or contribute to difficulty to interlock failure can be contamination on the device. Saline on the interlock can oxidize creating particulate contamination leading to corrosion. The instructions for use highlight this, and the recommended steps to prevent this issue. Issue that relate to noise, can arise from multiple sources, including the cooling fan and the actual devices motor. However, without and evaluation it is not possible to determine the actual cause. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the device locking mechanism is not working properly.